Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the u2-application ic was damaged. The device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 1.70 volts. The device exhibited excessive sleep current leakage (28.16 ma). A hot spot was observed on the component (32.6°c). The impedance between vh and ground was low. The reported complaint states patient had difficulty connecting to ipg after it was damaged by electrocautery instrument (bovi).

Event description:
A report was received that the patient was having difficulty linking the remote control to the ipg following a revision procedure wherein an electrocautery was used. The physician suspected that the electrocautery tool may have affected the ipg. Device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Event description:
A report was received that the patient was having difficulty linking the remote control to the ipg following a revision procedure wherein an electrocautery was used. The physician suspected that the electrocautery tool may have affected the ipg. Device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).